Event description:
It was reported that the user's dosing stopped alert occurred after the user inadvertently disconnected ilet supplies and did not perform a confirmatory blood glucose check while disconnected, and that a new full supply and freestyle libre 3 plus sensor were placed with the system in sensor warmup, resulting in no current glucose readings. No reported symptoms. Outcomes included no medical intervention, no hospitalization, and no long-term sequelae. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user-related disconnection and user education on "dosing stopped" alert, with no device malfunction identified. It was concluded that the event was attributable to use error related to disconnection and lack of fingerstick confirmation while the cgm data were unavailable.